Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium hem-o-lok clip applier instrument was not firing/applying clips. The surgeon attempted to reposition instrument, but instrument jaws would not release. Emergency stop button was pressed and the instrument release kit was used to release jaws. The instrument was removed and set aside. A replacement instrument was used to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient's anatomy. The operation was delayed by 15 minutes due to the problem. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier had been used for the first clip application when the incident occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided images is consistent with the customer reported complaint. The root cause of the failure mode cannot be confirmed without the returned device.